Event description:
It was reported by the customer that they placed powerglide into vein when preparing to secure device to skin noticed bleeding from site attempted to flush midline with normal saline and noticed the saline was leaking from the site as well. Inspected the catheter and noticed leaking from the catheter-hub junction. The device was removed from patient. Patient was left without IV access. And required another stick. Additional information received on 02-sep-2023: when attempting to secure the catheter with the statlock the site was leaking blood, when the hub was lifted slightly it became worse, placer was instructed to remove the device. When removed and flushed there was a small hole in the device where the catheter when flushing. Another device had to be inserted and required an additional stick for the patient this was not an urgent situation. The product was discarded because of contamination with blood.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that they placed powerglide into vein when preparing to secure device to skin noticed bleeding from site attempted to flush midline with normal saline and noticed the saline was leaking from the site as well. Inspected the catheter and noticed leaking from the catheter-hub junction. The device was removed from patient. Patient was left without IV access. And required another stick. Additional information received on 02-sep-2023: when attempting to secure the catheter with the statlock the site was leaking blood, when the hub was lifted slightly it became worse, placer was instructed to remove the device. When removed and flushed there was a small hole in the device where the catheter when flushing. Another device had to be inserted and required an additional stick for the patient this was not an urgent situation. The product was discarded because of contamination with blood.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the root cause could not be determined. One photograph and one video of a powerglide pro catheter was returned for evaluation. An initial visual observation of the photograph showed a syringe attached to the catheter. Evidence of a leak could be seen on the cloth beneath the catheter. An initial visual observation of the video showed the catheter being flushed. The device was leaking at the junction of the pink molded joint and the catheter tubing. Use residue was observed on the sample in the returned photograph and video. No other details of the damage were observed on the sample in the returned photograph and video. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.